Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4; the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information received, after electrode was connected, an error message 'output short' was shown. The complaint device was received and evaluated. No visual damage in the device, saline residues were observed in the suction tube, the cable is in good condition as well as the connector. Functional test was performed on ablation and coagulation mode; an error message 'output short' was shown on the generator during ablation, no anomalies were found in coagulate mode. The device was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was evaluated by the manufacturer with the following results: device was not returned in the original packaging. The active tip of device shows signs of activation with tissue debris around the periphery. The suction tubes show signs of procedural residue. No visible damage on shaft, handle and cable. The electrical test was performed, all parameters passed. The functional test was performed, vapr vue generator (gml4854/2) was used. On hand switching, the ablate test failed, on footswitch the ablate test failed. Testing substantiated the customers claim that when activated an output short error would be displayed. It was also found that the device did not achieve the lower flow specification. A positive pressure of saline was applied to the device via the enteral adaptor with the distal tip blocked. Leakage was observed via the proximal end of the return tube. This shows there is either a break in the suction tube or a problem with a glue joint. Either failure can lead to a direct path being created between the active and return circuits. The failure will also reduce the effectiveness of device suction. We were able to confirm a fault with the device. The failure observed during the investigation is likely to have been caused by an insufficient amount of glue around the active shaft resulting in a saline leak between the inner and outer shaft. Process controls are already in place to maximize the likelihood of detection of this failure mode, and a review of the product manufacturing plans has shown no changes to the manufacturing process have been introduced in the last 12 months which would increase the occurrence of failure. A review of our complaint records over the last twelve months for the complaint device product code tripolar electrode (225228) shows this defect to be an isolated case. Therefore the defect seen from this complaint is considered to be in line with the expected rate detailed in systems risk assessment document and no further action is recommended. A DHR review has been performed for lot u2010098; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. In depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that an error message "output short" was generated when the vapr tripolar 90 suction electrode device was connected. During in-house engineering evaluation, it was determined that saline residues were in the suction tube. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.